Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but returned to olympus (B)(4). The subject device was sent to an independent laboratory for additional microbiological culture test, and the culture test was conducted. In the test, the result was negative. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the event could not be conclusively determined at this moment.

Event description:
Olympus was informed that during microbiological culture test conducted by the user facility, staphylococcus spp., stenotrophomonas maltophilia, more than 200 cfu of pseudomonas aeruginosa and more than 200 cfu of aerobic spore formers were found from the subject device. There was no report of patient infection associated with this report.